Manufacturer narrative:
We received one 831hf75 catheter without the packaging for examination. The reported event of balloon issue was confirmed. The balloon was found not to inflate. Leak testing confirmed leakage between the inflation lumen and the distal lumen. An x-ray was taken of the backform and the x-ray confirmed an air bubble or void at the end of the distal and inflation lumen extension tubes. A 0.025" guidewire; as stated in the IFU was passed hub to tip and tip to hub; using the "j" tip end of the wire, and the wire would pass freely in both directions. Both of the proximal lumens were found to be patent and did not leak. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint.

Event description:
It was reported that the during pre-test, the balloon ruptured and it was unable to inflate. There was no allegation of patient injury. Device was available for evaluation.